Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a glenoid suture surgery, the osteoraptor anchor broke. The procedure was completed using a back-up device in an additional hole drilled, there was a void left in the patient. The insertion site was cleared of all debris prior to insertion of the anchor, and the broken pieces retrieved from the patient by suction, and there was a non significant delay reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with both suture strings and the fractured anchor. The anchor has a piece fractured away from the proximal end and the distal portion of the anchor is deformed. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements for the material are specified and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that the image provided of the suture anchor with one white and one white/blue stripe suture does not provide insight into a clinical root cause of the reported event. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, it is unclear is the IFU was adhered to and therefore, a user technique/variance cannot be ruled out as a potential contributing factor to the reported event; however, no definitive clinical factors can be concluded. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.